Event description:
The lay user/pt contacted lifescan alleging that the product was prompting the "last bg more than 15 minutes old" message, which was unresolved with troubleshooting. The pt indicated that the meter displayed the message although she claimed that she had only performed a test seconds ago. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will eval it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.